Event description:
Dr. Reported via our sales rep, that a male pt underwent a revision surgery, due to the rod fracturing one yr post op.

Manufacturer narrative:
Investigation is underway. Add'l info will be submitted in a supplemental report.